Manufacturer narrative:
No test methods have been performed ((B)(4)) as the product performed in accordance to specifications ((B)(4)) and the device was used in accordance with labeled indications ((B)(4)). No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR since the patient reported the symptom of anaphylactic reaction and the invisalign system aligners were being used at that time. Not returned to manufacture.

Event description:
The patient reported symptoms of anaphylactic reaction, throat closed and tingling and swollen tongue, cheeks, gums and lips. The patient reported visiting the emergency room due to the reported symptoms. The patient did not reported being given any medication at the emergency room but the patient was prescribed an epipen (to use if needed). The treatment was discontinued on (B)(6) 2015 and the patient is currently back to normal.